Event description:
It was reported that there were shavings onto the shoulder from the bur during a decompression case. The flakes were flushed out and surgery was completed successfully with the same bur.

Manufacturer narrative:
Additional info will be provided once investigation is completed.